Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported an impella cp was placed to support a patient admitted in for high-risk percutaneous coronary intervention. While on support, the patient was sent to the intensive care unit for recovery and groin management due to a hematoma. The case continued. The device was explanted and the patient survived.